Manufacturer narrative:
The user facility stated to the steris service technician that a small drip of water was observed coming from the unit. The user facility contacted their biomed contractor to come in and service the unit. The drip was observed at the a & b filter inlet barb connector. During repair of the unit, the biomed contractor over-tightened the fitting and cut through the gasket. This caused the leak rate and size to increase. Biomed immediately shut off water supply to the unit and cleaned up the water. The facility then contacted steris. The steris technician removed the barb connector and confirmed the gasket had been cut. The gasket/o-ring of the inlet hose was replaced and reconnected with the fitting. The service technician ran a diagnostic and processing cycle and the unit was confirmed to be operational. The service technician also discussed with the facility the importance of proper tightening of the a/b filter assembly connections and advised contacting steris for any service requests on steris products in the future.

Event description:
User facility reported a small drip coming from the system 1 e. No injuries to hospital staff or patients. No procedural delays or cancellations.